Event description:
The pump system arterial monitor and safety monitor spontaneously reset, causing the arterial pump to stop. No pt injury was reported as a consequence of this event.

Manufacturer narrative:
Note: testing of pump's power/drive board found the cause to be a defective dc/dc converter.